Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injections of supacef (1g, route, frequency and duration not reported) and injections of amikacin (125mg, route, frequency and duration not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized. On an unreported date, the patient's catheter was removed. It was reported that the patient was not recovered from the peritonitis event (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.